Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the reported malfunction. The device passed all testing.

Event description:
It was reported that during patient use, a ventilator lost power. The patient was then transferred to another ventilator. The patient was not harmed as a result of the event.